Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The 70% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex. This 2.5 x 15mm maverick² balloon catheter was selected for pre-dilation and was advanced to the lesion without resistance; however, during advancement the distal end of shaft broke. The procedure was completed with another 2.5 x 15mm maverick²balloon catheter, the balloon was inflated 10 times at 14 atm for 8 seconds. A non-bsc stent was placed and the lesion was post dilated with a 3.0 x 15mm quantum maverick balloon catheter. No patient complications were reported and that patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The 70% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex. This 2.5 x 15mm maverick² balloon catheter was selected for pre-dilation and was advanced to the lesion without resistance; however, during advancement the distal end of shaft broke. The procedure was completed with another 2.5 x 15mm maverick²balloon catheter, the balloon was inflated 10 times at 14 atm for 8 seconds. A non-bsc stent was placed and the lesion was post dilated with a 3.0 x 15mm quantum maverick balloon catheter. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device identified no issues. There were no breaks or kinks noted along the entire length of the device. An examination of the balloon found that the balloon folds were relaxed and the balloon was not tightly folded around the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).